Manufacturer narrative:
The patient side manipulator (psm) was returned for failure analysis, and the reported failure was able to be reproduced during switch test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse), connected the customer to a conference call, and stated that arm1 was not accepting any instrument. The customer troubleshooted the issue by changing the drape and cannula and doing a hard power cycle. The customer confirmed that cannula latch was not working properly. Error 22008 was reported on arm 1 for an invalid cannula. The tse suggested the customer to continue the procedure with three arms. The customer decided to convert the procedure to an open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that the issue occurred during the thyroidectomy procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint was confirmed based on the field evaluation. .